Event description:
It was reported that the intermittent catheter were causing bleeding and they were having issues inserting. Per customer via phone on 06aug2024, it was reported that the catheters were sharp at the eyelets and when they come out around the prostate, they cause some discomfort and occasional bleeding. The customer stated that they were working with urologist to find out what catheter was gone to work best for them, and they would be having a cystostomy soon. Per additional information received on 07aug2024, it was reported that the patient had notified the urologist and liberator medical of bleeding issues and tried several different catheter options under doctor's advice including straight tip instead of coude. Patient had asked the doctor¿s office for further samples including size 12 and requested to have the doctor perform a cystoscopy. Patient need a very flexible catheter to minimize trauma and discomfort. The catheters had not been replaced. Bleeding appeared to be related to rough eyelets causing issues when removing the catheters and was not sure if the coude tip was causing the eyelets to rub against the urethra. Patient had been using surgilube in addition to the lubricant on the catheters and sometimes had issues getting the catheter past the prostate area. Many of the catheters from this lot feel scratchy during insertion as well as removal and tried to remove catheters slowly and relax as much as possible. The issue started on (B)(6) 2024. Unfortunately, patient had another experience with minor bleeding upon removal of a magic 3 50614 catheter at 10:45 pm tonight. Patient had a previous experience with minor bleeding this past week and several occurrences this past month. No medical intervention was reported. Per sample received on 21aug2024, it was noted that the seven additional magic3 intermittent catheters was returned for evaluation.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. No root cause could be found because the reported event was unconfirmed. Visual: received one (1) used magic3 intermittent catheter without original packaging. No nicks, burrs, bends, flash, bumps or sharps at the eyelets present. Therefore, the product meets specifications. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intermittent catheter were causing bleeding and they were having issues inserting. Per customer via phone on 06aug2024, it was reported that the catheters were sharp at the eyelets and when they come out around the prostate, they cause some discomfort and occasional bleeding. The customer stated that they was working with urologist to find out what catheter was gone to work best for them, and they would be having a cystostomy soon. Per additional information received on 07aug2024, it was reported that the patient had notified the urologist and liberator medical of bleeding issues and tried several different catheter options under doctor's advice including straight tip instead of coude. Patient had asked the doctor¿s office for further samples including size 12 and requested to have the doctor perform a cystoscopy. Patient need a very flexible catheter to minimize trauma and discomfort. The catheters had not been replaced. Bleeding appeared to be related to rough eyelets causing issues when removing the catheters and was not sure if the coude tip was causing the eyelets to rub against the urethra. Patient had been using surgilube in addition to the lubricant on the catheters and sometimes had issues getting the catheter past the prostate area. Many of the catheters from this lot feel scratchy during insertion as well as removal and tried to remove catheters slowly and relax as much as possible. The issue started on (B)(6) 2024. Unfortunately, patient had another experience with minor bleeding upon removal of a magic 3 50614 catheter at 10:45 pm tonight. Patient had a previous experience with minor bleeding this past week and several occurrences this past month. No medical intervention was reported. Per sample received on 21aug2024, it was noted that the seven additional magic3 intermittent catheters was returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.